Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/29/2021. H.6. Investigation: six samples without packaging were received by our quality team for evaluation. The samples were subjected to the breakout and sustaining force test. The results showed that the products are within product specification. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 6 bd 1ml tuberculin syringe slip tip had a difficult to move plunger. The following information was provided by the initial reporter: ":difficult to pull back on syringe our pharmacy technicians working in the covid clinic have been experiencing inconsistencies with the pressure of drawing back with the 1ml tuberculin syringes batch 0167947 expiry 06/2025. There have been several syringes that have been difficult to draw back and led to bubbles in the syringe, and have been discarded. We are using these syringes in large quantities while drawing up covid vaccine doses".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 6 bd 1ml tuberculin syringe slip tip had a difficult to move plunger. The following information was provided by the initial reporter: ":difficult to pull back on syringe. Our pharmacy technicians working in the covid clinic have been experiencing inconsistencies with the pressure of drawing back with the 1ml tuberculin syringes batch 0167947 expiry 06/2025. There have been several syringes that have been difficult to draw back and led to bubbles in the syringe, and have been discarded. We are using these syringes in large quantities while drawing up covid vaccine doses."